Event description:
Additional information 06/09/2010:the clips did spit out of the device and went into the patient. The clips were retrieved with graspers.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic nissen procedure, the doctor tried to clip a vessel, the clips shot out unopened. Another applier was opened, same thing happened. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). (B)(4). Yielded jaw, dropping or ejected clip. Additional information 06/09/2010: the clips did spit out of the device and went into the patient. The clips were retrieved with graspers. The analysis found that the er320 devices (a and b) were received in good visual condition. Further inspection found that the jaws had become yielded causing the clips to be ejected and making the devices non-functional. Possible causes for the condition found may be if the devices were closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.